Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2014. According to the information received, the orchestra wire was used with a ureteric catheter. The wire did not keep the hydrophilic coating and when the surgeon wanted to extract the catheter or the wire, both of them came out of the body because they were glued together.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.